Event description:
I wasn't in any pain or anything [no adverse event] . A little internal piece that holds the tooth brush heads on steady has broken off / brush head came off the handle and landed in my mouth - oral-b [device breakage] . Case narrative: 71-year-old female consumer via phone reported that an internal piece that held the oral-b 3d white toothbrush heads steady on the oral-b toothbrush handle, type 3772, broke off while she was brushing and the toothbrush head came off of the handle, landing in her mouth. She could not fit any brush heads onto the handle. No pain occurred. No injury was reported.

Manufacturer narrative:
18-sep-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
I wasn't in any pain or anything [no adverse event] a little internal piece that holds the tooth brush heads on steady has broken off / brush head came off the handle and landed in my mouth - oral-b [device breakage]. Case narrative: 71-year-old female consumer via phone reported that an internal piece that held the oral-b 3d white toothbrush heads steady on the oral-b toothbrush handle, type 3772, broke off while she was brushing and the toothbrush head came off of the handle, landing in her mouth. She could not fit any brush heads onto the handle. No pain occurred. No injury was reported.